Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. Troubleshooting was performed and the programming was correct. The insulin pump passed the leadscrew and high pressure tests. Some alarms were also found in the alarm history. Advised the educator that the insulin pump was working correctly. Nothing further was reported.